Manufacturer narrative:
A female patient experienced a disconnection of the acs® fb+ ps pe-insert hyperflex sz. 3/10mm, which was implanted for approx. Three years. She underwent revision surgery. Neither the affected product nor images showing the failure were provided to implantcast gmbh for the optical examination, since the affected product was disposed of by the hospital. The manufacturing documents and the material certificates of the pe-insert were checked. These did not reveal any errors. The surgical techniques and instructions for use were checked and showed no deviations. Based on the available information, no design or manufacturing errors could be determined. Furthermore, no technical cause could be determined for the reported failure. The event was assigned to the error pattern "technical failure" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: "(...), there was a dislocation of insert. "